Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the additional device required to retrieve the broken guide catheter.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was implanted in the bile duct to treat stones/stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the inner black catheter could not be removed fully to release the stent. The catheter detached from the pull wire. However, the physician was able to deploy the stent by removing the inner catheter with retrieval forceps. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event.